Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pcb board had failed, which caused the no flow out and load set alarms to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump was alarming no flow in. When the pump was returned to mmdg for evaluation, the no flow out and load set alarms failed. They did not alarm as expected. The initial reporter stated that they had no additional information about the alarm complaint, but they advised that the patient had no adverse effects due to the complaint. The alarm failure was discovered at mmdg. (B)(4).